Event description:
Doctor was performing a percutaneous nephrolithotomy when one jaw broke off in pt. Doctor searched, but could not find broken piece. Procedure was completed and pt condition post-op was stable. Hospital contact/risk mgt was unable to say whether they x-rayed the pt to confirm the presence of the broken piece or if doctor is planning to schedule a procedure to remove piece.